Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (motor issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported allegedly due to a non-specific motor issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: a review of the black box and alarm history revealed no motor issue related alarms. During testing, the ¿ez-prime¿ steps were performed correctly with no motor errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; no intermittent conditions were found to the motor connector/assembly. The reported ¿motor issue¿ complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal. The display screen contrast was also pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).